Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after the needle detached on a bd plastic pack ¿ / bd lord's ¿ insulin syringe with needle, foreign matter ¿came out.¿ there was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned two loose 3/10cc syringes. Customer states that the shield was impossible to come off, the needle hub was detached with the shield, and fm came out. Both returned syringes were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force: syringe 1, 9.84 lbs.; syringe 2, 2.00 lbs. The removal force for syringe 1 fell out of specifications. This sample was examined under the microscope and exhibited adhesive runoff onto the hub. No hub assembly separated from the barrel when the shield was removed. As per manufacturing, a review of the device history record was completed for batch # 7058742 all inspections were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff, shield difficult to remove). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hub separates). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA 91661 was initiated by the holdrege plant to address shield difficult to remove/adhesive run-over and its associated root cause(s). Batch# 7058742 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA.